Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp brand insulin and was using trusteel infusion set for longer than the recommended 48 hour period. Fiasp brand insulin and using trusteel for longer than 48 hours are considered off label per the tandem user guide. The customer changed supplies and resumed insulin therapy.